Manufacturer narrative:
After continued requests for further information on the patient and the initial surgical date, there was no more information able to be gathered. Device was returned and a DHR review was completed and it was found to be manufactured to pioneer surgical's specifications. An inspection of the returned device revealed that there were witness marks only on one side of the set screw surface that comes in contact with the spinal rod. The most likely probable cause of this is that the rod was not fully seated within the pedicle screw prior to locking down the set screw. In the surgical technique for this product, there is a caution statement reminding the surgeon to ensure correct rod bending and placement and risks of improper bending and placement that may inhibit proper locking.

Event description:
It was reported that a patient had to have a revision surgery on (B)(6) 2019 due to a set screw backing out. The revision surgery was completed.